Event description:
It was reported that the universal modular electric/battery double trigger handpiece did not work and there was a screw broken inside. There was no patient harm or delay reported, and the procedure was completed with an alternate device.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.